Event description:
Trephine needle broke off in bone/surgeon retrieved portion approx 2-3mm piece left. Surgeon unable to retrieve. Needle bagged up given to manager, all packaging given to manager. Xray already in room.